Manufacturer narrative:
Catalog number, lot number, unique identifier (UDI) and operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Event description:
It was reported that the device had a no disposable alarm. No patient injury was reported.

Manufacturer narrative:
Other text: h10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H6: event problem and evaluation codes: updated. B5: additional information received on 19 oct 2022: the duration of the infusion (total programmed volume) was 50ml. The delivered/remaining volume when the alarm occurred was unknown. The programmed rate was 1.4 ml/h. The patient was unclear/uncertain as to the position of the pump when the alarm went off, but according to her several situations were different. It was reported that the lot number of the cassettes used was 4235228, however this is a pump serial number.